Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected which noted the damage to the dilator tip. Visual and microscopic inspection confirmed that the dilator tip was damaged in a way that caused the material to flare out and start to peel back. Based on all the available information, the cause of the reported dilator tip damage was likely due to a quality control deficiency in the supplier's manufacturing process.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the sheath tip was "deviant". The procedure took place several months before a boston scientific employee was made aware of the issue thus information on troubleshooting and procedure outcome are not available; however, there were no patient complications. The sheath has been received for analysis. Analysis of the returned device revealed that he damages to the dilator tip caused the tip to be flared and starting to peel.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the sheath tip was "deviant". The procedure took place several months before a boston scientific employee was made aware of the issue thus information on troubleshooting and procedure outcome are not available; however, there were no patient complications. The sheath has been received for analysis.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected which noted the damage to the dilator tip. Visual and microscopic inspection confirmed that the dilator tip was damaged in a way that caused the material to flare out and start to peel back. Based on all the available information, the cause of the reported dilator tip damage was likely due to extra adhesive inside the sheath shaft that interfered with the dilator when inserted.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the sheath tip was "deviant". The procedure took place several months before a boston scientific employee was made aware of the issue thus information on troubleshooting and procedure outcome are not available; however, there were no patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Correction to the initial MDR in block(s) g3 date received by manufacturer. Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected which noted the damage to the dilator tip. Visual and microscopic inspection confirmed that the dilator tip was damaged in a way that caused the material to flare out and start to peel back. Based on all the available information, the cause of the reported dilator tip damage was likely due to a quality control deficiency in the supplier's manufacturing process.